Event description:
The customer reported that the system will not display an image on the left monitor when the fluoro button is pushed. No injury to the patient was reported. The system was pulled from the operating room and another c-arm was used.

Manufacturer narrative:
The ge service rep checked the system and found the left monitor not as bright as the right monitor. He checked all of the input wires to the monitor and the monitor turned brighter.